Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, while preparing the device for the stapling of the stomach, the attachment of adapter was very loose and the handle did not recognize the adapter when it was attached into the shell. It was noted that there were still 25 uses left for the adapter. A new adapter was opened and used with the same shell and handle to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted there was no external physical damage noted on the adapter. Functionally, the unload switch was depressed multiple times and showed no hang-ups or sluggishness. The adapter had 25 of 50 procedures remaining. The firing rod was centered using a manual retraction tool. The adapter was connected to a representative handle and it displayed a remove reload screen. The connection between the adapter and handle was noted to not be loose. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty, but was not recognized. It was reported that the attachment of adapter was very loose and the handle did not recognize the adapter when it was attached into the shell. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: single use loading unit (sulu) detect switch failure, and a universal asynchronous receiver-transmitter (uart) error. Functionally, the unit was unable to be rotated and articulated. The adapter was disassembled and an open circuit was discovered in the distal electrical assembly. It was noted that the short circuit was on the sulu (single use loading unit) detect switch. A review of the system logs showed that there were universal asynchronous receiver-transmitter (uart) communications errors in the da ta saved to the system. The most likely cause could not be established from the information available. Another unreported condition was identified: firing rod not in the home position. Visual inspection noted that the firing rod was out of home position. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open; reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.